Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c iol. The event description provided by the healthcare facility states "training haptic caught in inserter and sheared off - lens had to be cut out".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The documentation received from the healthcare facility states that haptic breakage occurred during surgery on (B)(6) 2014. Rayner received notification of this incident from the us distributor on 19 december 2014. The healthcare facility reports that the "lens had to be cut out". The c-flex 570c iol was explanted in the original planned surgery session. The healthcare professional has confirmed that the patient was not injured as a result of this event. The explanted lens was not retained by the healthcare facility as the patient tests positive for hep c. No testing/device analysis can be undertaken in this case as the device is not available to rayner. The healthcare facility has been contacted via the us distributor and has been asked to provide additional information on the occurrence of haptic breakage. A causality assesment has also been requested. Without the ability to examine the device the device and without clear event details being provided it is extremely difficult to ascertain the root cause of haptic breakage. Any further information received by rayner will be provided in a follow-up report. Our review of production records for the c-flex 570c iol batch 093e51641 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (september 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 093e51641.